Event description:
It was reported the atrial and ventricular leads dislodged. The doctor was concerned they were too short for the patient. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis, it was reported that there were no anomalies found , the outer insulation was breached/cut, there was blood in/on the helix/lobe mechanism (sleeve head). The full lead was returned for analysis. (B)(4) upon analysis, it was reported that there were no anomalies found, the defib conductor was distorted. It was apparent that this damage occurred on explant. The distal segment of the lead was returned for analysis.